Event description:
See initial report.

Manufacturer narrative:
H.10: based on the troubleshooting result and available information, the root cause of the reported event was a defective processor board.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in los angeles, california. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. However, after 30 minutes run, an error code associated to the patient pump was displayed. The fault was traced back to the processor board which was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was not cooling to the set temperature on the patient side during setup. Reportedly, the device started warming instead of cooling thus it was removed from service. There was no patient involvement.